Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure while tracking the push peg over the guidewire the guidewire became lodged at the lumen junction between the hard and soft plastic tubing. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2012. According to the complainant, during the procedure while tracking the push peg over the guidewire the guidewire became lodged at the lumen junction between the hard and soft plastic tubing. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of difficulty advancing the peg tube over guidewire. (B)(4) for the reported event of blocked/occluded tube. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A physical examination of the device revealed the device to have been cut at approximately 20cm from the outer ring and the distal portion of the device was not returned. Additionally the external bolster, c-clamp and y-port were not returned. A functional evaluation was performed by passing the returned .035" guidewire through the delivery system without issue. The guidewire easily passed through the barbed connector from either direction. No issue was noted with the returned portion of the delivery system. A device history record (DHR) review of lot 14774395 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 14774395. The returned device could not be functionally evaluated with the complaint incident that customer had difficulty placing the feeding tube due to the condition of the returned device. Therefore, the most probable root cause is not confirmed.